Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the evis exera ii xenon light source during estimation we were unable to confirm / duplicate the customer reported issue. The cause of the charred fuse component in the inlet identified during inspection could not be identified. Olympus will continue to monitor field performance for this device."

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a non-olympus lamp life meter reading over 500+hours, lamp life expiration, lamp thread holes strip, worn out scope socket, and charred fuse on ac inlet of power supply were noted. In addition, bottom and front panel chassis rust were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that all light- emitting diode in the front of the evis exera ii xenon light source were intermittently flickering. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.